Event description:
It was reported that, during post implant procedure, this right ventricular (rv) lead had dislodged leading to loss of capture. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned and remains in service. No additional adverse effects were reported.